Manufacturer narrative:
The device was evaluated and repaired by a third party service center. Device was evaluated by a third party.

Event description:
The manufacturer received information alleging a ventilator's o2 connector was broken. There was no harm or injury reported. The ventilator was sent to a third party service center for evaluation and the customer's complaint was confirmed. The device's o2 connector was replaced to address the issue.